Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain dreamstation auto CPAP device. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles were observed in the water tank of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report, the cfn number was selected as 8021997 and the 510k number was selected as k091319 which is incorrect. The correct cfn number and 510k number should be 2518422 and k131982, which has been corrected in this follow-up report.